Event description:
Equipment inserted into cavity during laparoscopic gallbladder surgery. Then it was opened by surgeon. After that, it was "hung." It would not open any further or close at all. It was withdrawn from the pt in the opened position but did not injure the pt. Physician would like equipment examined for possible defects.